Event description:
It was reported that the pt developed an mrsa infection at the neurostimulator site with pus in the pocket. Two courses of antibiotic therapy failed, so the device system was explanted. The pt recovered without sequela.